Event description:
A decrease in rv lead sensing amplitude was seen due to the lead dislodgement. Analysis of the x-rays confirmed a device migration as well. The device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.